Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to troubleshooting a ¿heater bag not detected¿ alarm that occurred during setup. While on the phone with ts, the patient mentioned that a fluid leak had occurred at the end of their previous treatment. The fluid leak was reportedly identified when the patient opened the cycler door to remove the cassette. Additional information was obtained during follow up with the patient¿s pd nurse. The pd nurse was not informed that the patient had a fluid leak, however, they knew that the patient¿s cycler was recently replaced. The pd nurse confirmed that the new cycler was received and that the patient¿s treatment settings were successfully transferred to the new machine. The nurse stated the patient had used the replacement cycler multiple times and had not experienced any problems. However, it was reported that the patient was performing manual pd therapy at the time of the call due to bad power outages in the area. The pd nurse confirmed the patient was properly trained to perform manual pd therapy, as well as stat drains if necessary. The patient had recently brought in bags of effluent fluid to their clinic, to have it checked for fibrin; the fluid was reportedly clear. The pd nurse stated the patient was not displaying any signs or symptoms of peritonitis. They confirmed the patient did not experience any adverse effects due to the reported fluid leak. Upon follow up with the patient, it was confirmed that the fluid leak was discovered when the cycler door was opened, to remove the cassette. The patient stated the fluid was leaking out in a ¿pretty good stream¿ from the cassette compartment area. Prior to discovery of the fluid leak, a ¿drain line is blocked¿ message occurred during an unknown phase of the treatment. No damage was identified on the cassette. The patient confirmed they got their power back and were continuing pd therapy on the replacement cycler with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded, and because of this, the patient was unable to provide a lot number for the device.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and passed. The simulated treatment was completed without alarms or failures. The cycler underwent and passed a mushroom head check, a valve actuation test, and a system air leak test. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.